Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/28/2013 with the following findings: during investigation, the keypad was found to be intact. No contamination was found under the key contacts. The keypad buttons were found to be unresponsive due to moisture and corrosion found inside the pump. Unrelated to the complaint, a hole was noted on the audio bolus button cover. Also unrelated to the complaint, cartridge compartment was found to be cracked; the cartridge cap was able to secure tightly to the pump. A leak test indicated that the cartridge compartment was leaking around the crack. The pump case was removed; moisture and contamination found inside of pump, on different electrical components and in the display lens. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated the keypad was unresponsive after swimming and noted moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.